Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that the compressor motor alarmed for low pressure. There was no patient involvement. (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc (B)(4). Contact peron: (B)(4). The compressor cannot be located. The service call is canceled. We are not able to find the root cause of the event since the call is canceled and we are not provided further information. A low pressure situation will be discovered immediately at start up by generated alarms.

Event description:
Importer ref. #:(B)(4). Manufacturer ref. #: (B)(4).